Event description:
Non surgical candidate with bad lungs, and heart. Pt had their aneurysm repaired in 2000. During the procedure thrombosis occurred in both graft limbs. The pt underwent two consecutive fem-pop on their right and left leg. On 10/3/2000, the pt coded and could not be resuscitated during the second fempop.